Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (2 grams, route, frequency not reported) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.